Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient the cannula retracted, the pink slide moved forward and the cannula not being visible, indicating a needle mechanism failure. The patient's blood glucose levels up to 18 mmol/l (324 mg/dl). The pod was worn between 5 and 24 hours.